Event description:
The rptr did meter to hcp meter comparison tests. No time details of the alleged tests were given. The reported results of the meter reading was 109 mg/dl, and the hcp (dr's meter, type unknown) reading was 85 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the rptr for confirmation of the reported tests and to get further info have not been successful.